Event description:
It was reported that a patient presented for lead extraction. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. Rv lead fracture was suspected. The physician elected to explant and replace the rv lead. The patient condition was stable.